Event description:
Reportedly, a patient was implanted on (B)(6) 2023 and during implantation electrical values were good (sensing 8.8mv, impedance 1300 ohms and threshold 1.7v/0.4ms). On (B)(6) 2023 (the following day), a ventricular loss of capture was observed and during the device interrogation, the impedance was measured above 4000 ohms and could not capture at 7, 5v/1ms.

Event description:
Reportedly, a patient was implanted on (B)(6) 2023 and during implantation electrical values were good (sensing 8.8mv, impedance 1300 ohms and threshold 1.7v/0.4ms). On (B)(6) 2023 (the following day), a ventricular loss of capture was observed and during the device interrogation, the impedance was measured above 4000 ohms and could not capture at 7,5v/1ms.

Manufacturer narrative:
Analysis synthesis: the manufacturing process was reviewed and did not reveal any defect that could explain the reported event. As received, one cut was observed at 209 mm from the connector pin and near this area, blood infiltration was observed. The cut most likely occurred during the explantation procedure; however, its origin could not be determined with certainty. As reported the ventricular lead was tried to be repositioned several times during the reintervention on (B)(6) 2023 but without success. This behaviour could be related to the finding during mechanical tests with extension and rotation out of specification. It could be related either due to blood residue found within the helix house or due to the blood infiltration observed at the inner coil level affecting the screw mechanism. The x-rays provided, seemed to suggest a slight movement of the ventricular lead between the implantation and the reintervention, but did not clearly evidence a dislodgement. A micro-dislodgement could not be excluded. Based on available information, lead micro-dislodgement most likely occurred. Micro-dislodgement is a well-known potential complication associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.